Event description:
Per complaint (B)(4), a patient experienced pain two days after placement of their dental placement. The pain intensified. The implant was removed a week and a half after initial placement.